Event description:
On an unknown date, a patient implanted with the n-spine rod experienced a mal-positioned locking cap and required intervention. No additional information is available. This report is for an unknown locking cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking cap. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.